Event description:
It was reported that, two weeks following a lar procedure, the anastamosis came apart. A second procedure was done to close the anastamosis. Pt is still in the hospital recovering, but ok.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.